Event description:
Boston scientific received information that this device was explanted secondary to normal battery depletion. Initial testing upon return identified a potential issue with the device longevity.

Manufacturer narrative:
This product issue will be updated when device evaluation is complete.